Event description:
Received report of the pt allegedly developing cellulitis of wound following an abdominoplasty procedure performed in 06/2004. A jp drain was also used on the pt. No additional info is known regarding the cellulitis or the on-q pump.